Manufacturer narrative:
Access site adverse event/major bleed: the cause of the access site adverse event was use related as hemostasis was achieved with a purse string suture. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Correction section b5: the information regarding stroke was inadvertently left out in the initial report which has been added to this report.

Event description:
Additional information noted that the app reported the patient had an incidental finding of small subarachnoid hemorrhage. Patient reported to be stable. The patient outcome of is unknown.

Event description:
The user facility reported a 45-year-old male patient with significant bleeding at the impella groin insertion site. The patient received two units of packed red blood cells and a purse-string suture was placed at the impella site to control bleeding. Upon dressing removal, the dressing was noted to be serosanguinous and not saturated. The patient¿s hemoglobin was reported as 6.9, and two additional units of packed red blood cells were administered. The bleeding was reported to be largely resolved. The patient remained on impella and extracorporeal membrane oxygenation support in critical condition. The insertion site was evaluated, supported with gauze, and the dressing was replaced; forward sutures and a purse-string suture were noted to be intact. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.